Event description:
A medtronic ent rep reported that the site experienced intermittent tracking in the middle of the fusion volume while in an ent procedure. This occurred with all instruments and different instrument trackers - they were able to complete a successful tracer registration and complete the case, but said that the registration probe would go to red status at a certain point in the middle of the volume. The surgeon completed the procedure with the use of the fusion navigation sys. There was no impact on pt outcome.

Manufacturer narrative:
Pt identifier were unavailable from the site. Two rmas issued for emitter, replacement shipped (B)(4) 2011 and axiem 4port, replacement shipped (B)(4) 2011. Emitter was found to be fully functional. Tested the emitter and it tracks the instruments through the entire volume without issue. Axiem tested fully functional. At power-up checked the volume of emitter and it tracked the instruments without issue. Ran the axiem for 2 days, checked the volume and no issues were observed. Not able to duplicate issue. Issue resolved.